Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, verify operating currents, or verify the motor position encoder error alarm due to the motor error alarms. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The customer wore the insulin pump during an MRI yesterday. The patient's blood glucose at the time of incident was 278 mg/dl troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.